Event description:
It was reported that a large volume intermate had particulate matter inside of its bladder. This was noticed before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 14, 2013 to january 15, 2013. The cause of the particles was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified white particles between 0.15 to 0.20 mm in size, floating in the fluid of the bladder. Ftir spectrophotometer scanning found the particles to be of polypropylene material. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.